Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the s3i continued access program (cap), following the tavr procedure to implant a 23mm sapien 3 valve, the patient developed a hematoma. Further evaluation revealed a retroperitoneal bleed. The patient was returned to the or that same day for an exploratory laparotomy, drainage of the intraperitoneal hematoma and ligation of the bleeding inferior epigastric artery. At the time of this report, the patient was still admitted in the hospital. No further information is available at this time.

Manufacturer narrative:
Result: known inherent risk of procedure. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr esheath is 5.5mm. Information regarding the access vessel mld and the degree of vessel calcification and tortuosity was not provided. In this case, the exact cause of the post procedure retroperitoneal hematoma cannot be confirmed. Procedural factors (manipulation of the devices, dissection of the femoral artery) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the s3i continued access program (cap), following the tavr procedure to implant a 23mm sapien 3 valve, the patient developed a hematoma. Further evaluation revealed a retroperitoneal bleed. The patient was returned to the or that same day for an exploratory laparotomy, drainage of the intraperitoneal hematoma and ligation of the bleeding inferior epigastric artery. At the time of this report, the patient was still admitted in the hospital. Medical record review revealed the tavr procedure was performed under moderate sedation. Following placement of the esheath, the sapien 3 valve was deployed. It was noted that during the procedure, the patient had ¿a short area of dissection of the right femoral artery.¿ the patient was stable and no actions were taken. The valve position was verified and the sheath was removed. A completion aortoiliac runoff indicated no narrowing or significant extravasation. Following completion of the procedure, the patient was extubated and transferred to the ICU in stable condition, having tolerated the procedure well. While in ICU, the patient became hypotensive and complained of nausea and increasing right lower quadrant abdominal pain. Tee indicated no pericardial effusion and no wall motion abnormalities. CT of the abdomen revealed moderate hemoperitoneum and extravasation, likely originating from the right inferior epigastric artery. The patient was given blood products and taken back to the o.r. An exploratory laparotomy was performed with drainage of the intraperitoneal hematoma and ligation of the bleeding inferior epigastric artery. The patient was returned to the ICU in stable condition. Postoperative day (pod) 5, the patient was deemed to be stable and discharged to home.